Manufacturer narrative:
On 5/21/2019, additional information indicated that the left implant also had issue with capsular contracture and unacceptable appearance of bilateral breast. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3503501bc, serial number (B)(4), and right replaced with catalog number 3504001bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/20/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Device identified as catalog 3501650, and lot number 5962833. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant product: right- catalog number 3501650, lot number 5921007. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/13/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. On 5/14/2019 device evaluation completed: during evaluation of the sample some crease were observed on the anterior and posterior view. Leak testing revealed a tear within the crease noted in the posterior aspect measuring approximately <0.1 cm. No other anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Concomitant product: left unknown saline implant. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with unknown saline breast implants which the left side deflated after implantation. Patient noticed while taking a shower she had a left deflation. As a result patient had the device removed on (B)(6) 2019.